Manufacturer narrative:
A beckman coulter (bec) field service engineer (fse) was dispatched to assess the instrument. The fse observed the white blood cell (wbc) was not fitted properly on the aperture causing leakage. The fse fitted the white blood cell (wbc) bath and the instrument performed without any leaks. The fse verified the instrument and the instrument was returned to normal operation. (B)(4).

Event description:
The customer reported approximately 10 mls of fluid leaked inside the coulter lh 750 hematology analyzer. The leak was contained within the instrument. The customer observed the leak from the white blood cell bath area. There was no exposure to open wounds or mucous membranes. The customer was wearing personal protective equipment (ppe) consisting of gloves and a lab coat at the time of the occurrence. No erroneous results were generated in connection with this event. There was no death, injury, or affect to user or change to patient treatment attributed to this event.